Manufacturer narrative:
Block e1: the reported healthcare facility is: (B)(4). Block e2: initial reporter name is unknown however, the event was reported to have occurred at a health care facility. Block h6: imdrf device code a090208 captures the reportable event of poor-quality image. Block h11: with all the available information, boston scientific concludes the reported event was confirmed. The returned exalt model d scope was analyzed. Upon visual inspection, there was no visible damage to the scope. During functional testing, the scope was connected to a controller and the loading screen appeared. The reported clinical observation was confirmed. Electrical testing was performed, and measurements were not within normal values. After disassembling the scope handle, it was seen that the j1 connector was loose which impeded visualization. Once the connector was reattached, visualization was regained. Based on a review of all available information, the most probable cause is determined to be traced to a component failure, which indicates that the failure is a random or expected failure of the device component, in this case the j1 connector. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that an exalt model d scope was used on an endoscopic retrograde cholangiopancreatography (ercp) used to treat stricture performed on (B)(6) 2024. During the procedure, could not differentiate between blood and bile, everything was orange. The quality of the image continued to get worse and worse as procedure continued. The scope was removed and wiped at the lens. The procedure was successfully completed using the same scope. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block e1: the reported healthcare facility is: (B)(6). Block e2: initial reporter name is unknown however, the event was reported to have occurred at a health care facility. Block h6: imdrf device code a090208 captures the reportable event of poor-quality image.

Event description:
It was reported to boston scientific corporation that an exalt model d scope was used on an endoscopic retrograde cholangiopancreatography (ercp) used to treat stricture performed on (B)(6) 2024. During the procedure, it was reported that they could not differentiate between blood and bile, everything was orange. The quality of the image continued to get worse as the procedure continued. The scope was removed, and the lens wiped. The procedure was successfully completed using the same scope. There were no patient complications reported as a result of this event.